Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic left inguinal hernia repair. According to the reporter: after the rectus was retracted anteriorly and laterally, a balloon dissector was placed and inflated. The proper dissection was less than 50 pumps. The position was held. The balloon was deflated with removal of the balloon, the dissector tore in half leaving over half of the balloon in the cavity. The surgery was completed. Using the 10mm trocar site with 5mm 30 degree camera placed on in the midline 5, ports. The remaining balloon structure was grasped and brought through the 10mm port. The area was inspected. There were no other foreign bodies. The mesh had good life. There was no pt harm and no pt injury was reported. No add'l info available at this time.